Event description:
Customer reported a malfunction of their insulin pump, indicated by malfunction code 16, which was not resettable. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer switched to multiple daily injections (mdi) for insulin delivery, and technical support arranged for a replacement pump, advising the customer on how to put the pump into storage mode and return it within ten days using a pre-paid label.